Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotapro atherectomy system with a related rotawire (20958179) within the device. Inspection of the device did not identify any damages or defects. The burr catheter and advancer were connected upon device return. The returned wire was able to be removed with resistance due to kinks present on the wire. During testing, the returned wire was removed from the rotapro with resistance present due to kinks on the wire. Due to the wire damage present, reinsertion was not completed.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications. It was further noted that it was the rotapro 1.50mm that had an issue, while the rotapro 1.75 was used as a second device and completed the procedure.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications. It was further noted that it was the rotapro 1.50mm that had an issue, while the rotapro 1.75 was used as a second device and completed the procedure.